Manufacturer narrative:
(B)(4). A device history record review was completed (based on the production lot number provided by the customer) and there were no abnormalities reported during production. All manufactured product is made from qualified materials that are inspected prior to release to manufacturing for production. In addition, all manufactured product must meet product specification and manufacturing process requirements before final release. Three issue samples were received and evaluated. An inspection of the physical condition of the cuff and the stitching was done and no abnormalities were noted that could have caused an irritation. The cuff and stitching were found to be intact and in compliance to product specification. In addition no abnormalities were noted that could be the cause for the irritation. Therefore, a root cause could not be determined at this time, and no action will be taken. However, we will continue to monitor complaints for such issues.

Event description:
Received initial complaint on 05/03/2016 that the inside seam of the gown cuff caused itching, but no medical treatment was required by the nurse. The itch/rash went away after a few hours of not wearing the gown. However, then on 05/25/2016 we received additional information that the clinician was now reporting that her symptoms were more severe than originally stated. On 05/25/2016 we were informed that she appeared to have chemical burns in the region of the gown cuff; and was unable to work for two days and subsequently could not scrub due to the irritation. The customer declined to provide any information about the nurse (age, weight, history of allergies etc) or any other details of the complaint citing privacy.